Event description:
A customer reported during a vitrectomy procedure the vacuum stopped towards the end of oil extraction. Surgery was completed with no impact to the pt. Add'l info has been requested, but non has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4) .